Event description:
This is a 66 year-old white male who presented with a high grade infiltrating and metastatic transitional cell carcinoma several months ago. Needle aspiration of the left pelvic lymph nodes revealed metastatic disease. The patient underwent two courses of mvac neoadjuvant chemotherapy, and a repeat computerized tomography scan suggested resolution of the adenopathy. The patient presents now for the above-noted procedure.after surgery this patient had a red area on his sacrum which appeared to be a combination pressure and thermal defect (burn). It has been determined that the duo-therm disposable blanket was positioned under area that later turned reddevice not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed, other. Results of evaluation: invalid data. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.